Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary interventional procedure. Femoral imaging was not performed. Reportedly, pulsatile bleeding occurred 20 minutes after being on bed rest in the intensive care unit. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the electronic perclose proglide instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the eifu violation contributed to the reported event. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.